Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (15mg/ml at 3.503mg/day) via an implantable pump. It was reported that the patient was seen on (B)(6) 2025 with the initial complaint of the pump alarming. The pump was read and the logs showed that it stalled (B)(6) 2025 twice. The alarms were cleared and they thought the patient might have had an MRI, but they did not. The patient was seen on (B)(6) 2025 with the logs showing that the motor stalled on (B)(6) 2025, three times, once on (B)(6) 2025, and once on (B)(6) 2025. The patient did not have any symptoms of withdrawal or underdose. The patient was instructed to call if they heard the pump alarming and the physician was considering replacement if the stalls continued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.